Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic treatment of severe infiltrative deep endometriosis intestinal commitment, the device jaw locked and stopped cutting. They attempted to remove from the clamp tip, the mandible had locked, leaving the active part of the device without movements (did not open, stay closed). A similar device was used to complete the procedure. There was no patient injury.